Manufacturer narrative:
B3 - date of event: 12/10/2024.

Manufacturer narrative:
The device is not available for evaluation. A lot number has not been provided so a device lot history cannot be performed. Without the return of the sample a comprehensive failure investigation cannot be performed, and a cause cannot be determined. D4: only di provided as lot number is unknown. Additional reporter: the stevens company limited lourdes bije 1 - 292236 nose creek blvd rocky view county, ab t4a 3n7, canada lourdes.bije@stevens.ca 403-640-2858.

Event description:
The event involved a 6" (15 cm) appx 0.65 ml, smallbore bifuse ext set w/2 microclave® clear, 2 check valves, 2 clamps, rotating luer where it was reported the lines were traced back to pump and noted moisture from 2-way y-site connector on secondary umbilical venous catheter (uvc) lumen. Area of leaking unable to be visualized. Paper towel placed beneath to confirm leaking and 2 small puddles accumulated within 15-20 mins. Infusion running through connector was sodium bicarbonate. Appeared to be leaking from neutron valve connection, but no cracks visible. There was unexpected or prolonged care. There was patient involvement and unknown adverse event.